Manufacturer narrative:
Physician's comment: the cause of death is a developed cardiac depression at the proximal rca and left main due to the primary disease, and so it is not related to cypher. There will be no further information available for this event. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing report # 9616099-2007-00573.

Event description:
This complaint is from another country clinical study: at index procedure, the target lesions were the proximal right coronary artery (rca) and the left main. The lesion at the proximal rca was an in-stent restenotic lesion of a non-cordis bare metal stent. The lesion was concentric, ostial and tubular lesion. The vessel was not calcified or flexed. The diameter of the vessel was 3.29 mm and the lesion length was 9.25 mm. Pre-procedure stenosis was 71.7%. Lesion classification was type b2. The lesion at the left main was a denovo, concentric, ostial, bifurcated and tubular lesion. The vessel was slightly calcified but not flexed. The diameter of the vessel was 3.66 mm and the lesion length was 8.61 mm. Pre-procedure stenosis was 54.5 percent. Lesion classification was type b2. On december 2, 2004 a 3.5 x 23 mm cypher des was implanted at the proximal rca. All other procedural details are unknown including treatment of the left main. Approximately five months post the initial cypher stent implantation, the pt developed cardio-respiratory arrest and was transferred by ambulance. After the cardiopulmonary resuscitation, pci was conducted at the proximal rca and left main. The restenosed lesion at the proximal rca was not in-lesion area of the cypher implanted in 2004, and therefore not related to the product. The procedure was an emergent case due to cardiopulmonary arrest. Femoral approach was chosen for the procedure. To treat the proximal rca, pre-dilation was conducted with a 3.0 x 20 mm balloon at 8 atms. Inflation time is unknown. A 3.5 x 18 mm cypher des was deployed at 16 atms for 15 seconds overlapping the cypher implanted in 2004. Post-dilation was conducted with a 3.0 x 20 mm balloon at 12 atms; inflation time is unknown. Timi flow pre and post procedure was I and iii. The residual percent of stenosis was 12.3 percent. To treat the left main, pre-dilation was conducted with a 3.0 x 20 mm balloon at 8 atms; inflation time is unknown. A 3.5 x 18 mm cypher des was deployed at 16 atms for 15 seconds. Post-dilation was conducted with a 3.0 x 30 mm balloon at 12 atms. Inflation time was unknown. Timi flow pre and post procedure was iii. The residual percent of stenosis was 26.3 percent. Ivus was conducted. During the procedure, the pt developed ventricular tachycardia and ventricular fibrillation, and so direct current and cardiac massage were repeatedly conducted. There was no problem regarding the procedure or the products. Three days later, the pt's blood pressure decreased and the respiratory conditions worsened in the afternoon. The pt decreased of cardiogenic shock. The autopsy was not performed.